Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, the device had low audio level. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be loose speaker and the rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an issue of low audio level. No additional information is available.